Event description:
Revision of axialif procedure due to systemic infection. Infection managed through antibiotics.

Manufacturer narrative:
The code was selected with "other" meaning that the training and reported details were evaluated. Based upon the limited available info, there was no evidence found of an out of specification condition that could have contributed to this event. It is apparent that the trans1 implant and procedure were not the source of the urosepsis. Due to the proximity of the infection to the trans1 implant, the surgeon elected to remove the implant in consideration of the pt safety. Thus, for due diligence, trans1 has elected to report this event.